Manufacturer narrative:
A customer from the (B)(6) had reported to biomérieux a misidentification of a listeria monocytogenes gram positive environmental sample as listeria inocua in association with the vitek® ms instrument. An internal biomérieux investigation was performed using the data and the isolate submitted by the customer. The customer reported misidentifications issues on (B)(6) 2017. The customer had performed cultures from non-validated media (aloa) on (B)(6) 2017. Therefore, this data was not included in the investigation analysis. Analyzing the customer data confirmed that the system was operating within manufacturer recommended specifications when the reported misidentification occurred (the fine tuning acceptance criteria of the system were met). The spot quality was sufficient based on the calibrant spots data received. The customer strain was sent to the quality control lab, and it was tested internally. Five spots were prepared from a tsa culture media of the strain. Two of them lead to an identification issue (l. Monocytogenes and l. Ivanovii ssp londoniensis). The three other spots gave "no identification" results. Due to the results, the data generated from those tests was reprocessed using the next vitek ms knowledge base currently in development. All spots gave an identification to l. Seeligeri, which is consistent with the confirmation test performed by the customer (microbact biochemical method). The identification of this species has been improved in next vitek ms knowledge base (kb) development. A full 16s sequencing was performed and confirmed the organism identification as listeria seeligeri. The root cause of the misidentification is a needed enhancement to vitek ms kb v3.1 regarding the identification of l. Seeligeri. The use of next vitek ms kb in development will improve the identification result. This next kb has been optimized regarding the identification of l. Seeligeri (better strain characterization and addition of reference spectra). Regarding the use of aloa culture media, this media is not in the compatibility list for vitek ms identification and should not be used. A specific investigation (pr# (B)(4)) was opened in 2015 following a complaint from this laboratory and showed that this culture media could lead to misidentification of listeria species with vitek ms.

Event description:
A customer from the (B)(6) reported to biomérieux a misidentification of a listeria monocytogenes gram positive environmental sample, as listeria inocua in association with the vitek® ms instrument. The customer reported having multiple misidentifications of listeria species when using aloa (agar listeria ottavani agosti) media, which is not validated for the vitek® ms. Biomérieux requested that the customer retest with tsa (trypcase soy agar), and the retest confirmed the identification of l.mono as l.innocua on tsa. The customer reported the identification was listeria seeligeri when tested with the microbact biochemical kit. There was no patient involvement as this is an industry product. A biomérieux internal investigation will be initiated.